Event description:
Customer reported that the lower trigger was not smooth and sometimes could not rebound. It also required the maintenance. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by technician, the functional testing revealed that the trigger was jammed. The device was replaced and returned to the customer on (B)(4) 2013. Placeholder.